Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the 3rd party guidewire became stuck when insterted into the single-use aspiration needle. This occurred during an intravenous endoscopic ultrasound procedure. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer diameter of the guidewire used in combination exceeded the allowable diameter specified for insertion into the subject device. It is inferred that the reason some guidewires of the same model can be used without any issues while others cannot be due to manufacturing variation¿within the specified tolerance range¿in both the outer diameter of the guidewire and the inner diameter of the subject device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.